Event description:
It was reported that a home patient (hp) experienced a connection issue when their transfer set disconnected from their patient line during peritoneal dialysis (pd) therapy. The technical service representative advised the patient to end therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.